Event description:
It was reported, that a safety valve regulator hose blew on first use. Dust and oil contaminated or. On follow up it was reported that the pt involved in this event had no adverse symptoms. There was no sign of infection at any time. The hose ruptured early during a spinal procedure. The pt was immediately covered and subsequently moved to another or where the procedure was completed with a second system. This caused a delay of approx one and a half hours. Extra irrigation containing antibiotics and additional antibiotics were administered to reduce the risk of infection.